Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for arachnoiditis and spinal pain. It was reported that the ins is starting to get to the place where the ins doesn't hold a charge for very long. When she first got the ins, the charge would last for 14-16 days, but now the ins charge is lasting for 5 days if she's lucky. The patient said that the issue has been happening slowly over the past year. At first it was 10 days, then probably over the summer it got down to 7 days, and now the past couple of times it's down to 5 days.